Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully covered stent was implanted within the mid common bile duct of a patient, on (B)(6) 2010, as part of the (B)(4) study clinical trial. According to the complainant, the patient had a liver transplant on (B)(6) 2009. On (B)(6) 2010, liver function tests were recorded, and baseline biliary obstructive symptoms were assessed which included right upper quadrant pain, jaundice, itching and pale stools. A pre-study stent placement cholangiogram revealed a mid biliary stricture. A sphincterotomy was not performed prior to this procedure. A sphincterotomy was performed during the study stent placement procedure. A 10 mm x 80 mm stent was deployed in satisfactory position across the stricture. The patient was treated as an inpatient and was discharged on (B)(6) 2010. On (B)(6) 2010, the patient presented with cholangitis. The patient was treated with medication. The investigator's reported device causality assessment was reported to be "unrelated". On (B)(6) 2010, the patient was seen for an unscheduled follow-up visit due to elevated liver enzymes. The stent was examined, and revealed that the stent migrated proximal, towards the ductus choledochus and seemed to obstruct the smaller biliary ducts. Therefore the stent was removed. It was reported that the patient is still presenting with cholangitis, and is being treated with antibiotics as an impatient. Another endoscopic retrograde cholangiopancreatography was scheduled for (B)(6) 2010. On (B)(6) 2010, the following information was reported to boston scientific. The patient was hospitalized because of cholangitis (previously reported). The stent was removed during a re- endoscopic retrograde cholangiopancreatography procedure on (B)(6) 2010. The general condition of the patient deteriorated. The cholangitis showed systemic involvement by means of sepsis and beginning organ failure; therefore the patient was transferred to the ICU. On (B)(6) 2010, the patient died from multi organ failure in the context of a septic shock. In the physician's assessment the patient's death was unrelated to the stent, or the procedure performed on (B)(6) 2010. According to the physician: "the cause of death has been attributed to the unrelated event of cholangitis. The reason why I found the cholangitis to be unrelated to both the stent and the procedure, was that this patient already suffered from severe cholangitis prior to the stent placement. Although one may speculate, that new pathogens were brought into the biliary system during the stent placement and the newly cholangitis just occurred because of a new cholestasis possibly related to the stent, I would say that in general the new cholangitis was just the recurrence of a pre-existing condition and therefore not related to our interventions at all."

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully covered stent was implanted within the mid common bile duct of a patient, on (B)(6) 2010, as part of the (B)(4). According to the complainant, the patient had a liver transplant on (B)(6) 2009. On (B)(6) 2010 liver function tests were recorded, and baseline biliary obstructive symptoms were assessed which included right upper quadrant pain, jaundice, itching and pale stools. A pre-study stent placement cholangiogram revealed a mid biliary stricture. A sphincterotomy was not performed prior to this procedure. A sphincterotomy was performed during the study stent placement procedure. A 10 mm x 80 mm stent was deployed in satisfactory position across the stricture. The patient was treated as an inpatient and was discharged on (B)(6) 2010. On (B)(6) 2010 the patient presented with cholangitis. The patient was treated with medication. The investigator's reported device causality assessment was reported to be 'unrelated'. On (B)(6) 2010, the patient was seen for an unscheduled follow-up visit due to elevated liver enzymes. The stent was examined, and revealed that the stent migrated proximal, towards the ductus choledochus and seemed to obstruct the smaller biliary ducts. Therefore, the stent was removed. It was reported that the patient is still presenting with cholangitis, and is being treated with antibiotics as an impatient. Another endoscopic retrograde cholangiopancreatography was scheduled for (B)(6) 2010.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully covered stent was implanted within the mid common bile duct of a patient, on (B)(6) 2010, as part of the (B)(4) study clinical trial. According to the complainant, the patient had a liver transplant on (B)(6) 2009. On (B)(6) 2010 liver function tests were recorded, and baseline biliary obstructive symptoms were assessed which included right upper quadrant pain, jaundice, itching and pale stools. A pre-study stent placement cholangiogram revealed a mid biliary stricture. A sphincterotomy was not performed prior to this procedure. A sphincterotomy was performed during the study stent placement procedure. A 10 mm x 80 mm stent was deployed in satisfactory position across the stricture. The patient was treated as an inpatient and was discharged on (B)(6) 2010. On (B)(6) 2010 the patient presented with cholangitis. The patient was treated with medication. The investigator's reported device causality assessment was reported to be "unrelated." On (B)(6) 2010, the patient was seen for an unscheduled follow-up visit due to elevated liver enzymes. The stent was examined, and revealed that the stent migrated proximal, towards the ductus choledochus and seemed to obstruct the smaller biliary ducts. Therefore the stent was removed. It was reported that the patient is still presenting with cholangitis, and is being treated with antibiotics as an impatient. Another endoscopic retrograde cholangiopancreatography was scheduled for (B)(6) 2010. On (B)(4) 2010 the following information was reported to boston scientific. The patient was hospitalized because of cholangitis (previously reported). The stent was removed during a re- endoscopic retrograde cholangiopancreatography procedure on (B)(6) 2010. The general condition of the patient deteriorated. The cholangitis showed systemic involvement by means of sepsis and beginning organ failure; therefore the patient was transferred to the ICU. On (B)(6) 2010, the patient died from multi organ failure in the context of a septic shock. In the physician's assessment the patient's death was unrelated to the stent, or the procedure performed on (B)(6) 2010. According to the physician: "the cause of death has been attributed to the unrelated event of cholangitis. The reason why I found the cholangitis to be unrelated to both the stent and the procedure, was that this patient already suffered from severe cholangitis prior to the stent placement. Although one may speculate, that new pathogens were brought into the biliary system during the stent placement and the newly cholangitis just occurred because of a new cholestasis possibly related to the stent, I would say that in general the new cholangitis was just the recurrence of a pre-existing condition and therefore not related to our interventions at all." Additional information received since april 18, 2011. On (B)(6) 2010, the patient was admitted into the hospital with severe cholangitis. Laboratory tests revealed elevated inflammation and cholestasis markers blood cultures were negative and there was a significant anemia. The patient was treated with 7 prbcs and antibiotics for the suspected 'liver abscessed with cholangitis' detected from imaging. Following treatment, the patient's general condition was improved; however, inflammatory markers remained elevated. The antibiotic treatment regimen was modified but lab data showed little change in the inflammatory markers. The patient was referred for a second ercp on (B)(6) 2010. The investigator's reported device causality assessment was reported to be "unrelated." On (B)(6) 2010, the patient was seen for an unscheduled follow-up visit due to elevated liver enzymes and a repeat ercp procedure was performed. The ercp revealed several dilations of the intrahepatic bile ducts proximal to the study stent as well as several stenoses. Considerable amounts of sludge and pus were removed using a retrieval basket. A 7 french nasobiliary drainage catheter was inserted to collect bile for culture. The culture showed growth of e. Faecium (vre), citrobacter freundii, and stenotrophomonas maltophilia. The investigator's reported device causality assessment was reported to be "unrelated." During the procedure, the stent was noted to have migrated proximally. The stent was removed at this time as it was initially suspected of blocking duct branches. Following the procedure, the subject was transferred to the speciality department in a stable cardio-respiratory status. On (B)(6) 2010, the patient began to show signs and symptoms of sepsis with renal failure, septic shock, and septic encephalopathy despite the targeted antimicrobacterial therapy. The patient was transferred to the critical care unit. Upon admission into the critical care unit, the patient developed five-organ failure. Due to satisfactory nasobiliary drainage and the patient's poor condition, no further ercp procedure was performed. The patient underwent vasopressor therapy, renal replacement therapy, and assisted ventilation; however, the patient was unable to be stabilized. On (B)(6) 2010, the patient passed away from multiple organ failure.

Manufacturer narrative:
A visual and functional examination of the complaint device could not be performed since the device was not returned for analysis. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label. Based on the evaluation conducted and the details of the complaint, the most probable root cause is anticipated procedural complication.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully covered stent was implanted within the mid common bile duct of a patient, on (B)(6) 2010, as part of the (B)(4) study clinical trial. According to the complainant, the patient had a liver transplant on (B)(6) 2009. On (B)(6) 2010 liver function tests were recorded, and baseline biliary obstructive symptoms were assessed which included right upper quadrant pain, jaundice, itching and pale stools. A pre-study stent placement cholangiogram revealed a mid biliary stricture. A sphincterotomy was not performed prior to this procedure. A sphincterotomy was performed during the study stent placement procedure. A 10 mm x 80 mm stent was deployed in satisfactory position across the stricture. The patient was treated as an inpatient and was discharged on (B)(6) 2010. On (B)(6) 2010, the patient presented with cholangitis. The patient was treated with medication. The investigator's reported device causality assessment was reported to be "unrelated." On (B)(6) 2011, the patient was seen for an unscheduled follow-up visit due to elevated liver enzymes. The stent was examined, and revealed that the stent migrated proximal, towards the ductus choledochus and seemed to obstruct the smaller biliary ducts. Therefore the stent was removed. It was reported that the patient is still presenting with cholangitis, and is being treated with antibiotics as an impatient. Another endoscopic retrograde cholangiopancreatography was scheduled for (B)(6) 2010. On (B)(4) 2010, the following information was reported to boston scientific. The patient was hospitalized because of cholangitis (previously reported). The stent was removed during a re- endoscopic retrograde cholangiopancreatography procedure on (B)(6) 2010. The general condition of the patient deteriorated. The cholangitis showed systemic involvement by means of sepsis and beginning organ failure; therefore the patient was transferred to the ICU. On (B)(6) 2010, the patient died from multi organ failure in the context of a septic shock. In the physician's assessment the patient's death was unrelated to the stent, or the procedure performed on (B)(6) 2010. According to the physician: "the cause of death has been attributed to the unrelated event of cholangitis. The reason why I found the cholangitis to be unrelated to both the stent and the procedure, was that this patient already suffered from severe cholangitis prior to the stent placement. Although one may speculate, that new pathogens were brought into the biliary system during the stent placement and the newly cholangitis just occurred because of a new cholestasis possibly related to the stent, I would say that in general the new cholangitis was just the recurrence of a pre-existing condition and therefore not related to our interventions at all." Additional information received since april 18, 2011. On (B)(6) 2010, the patient was admitted into the hospital with severe cholangitis. Laboratory tests revealed elevated inflammation and cholestasis markers blood cultures were negative and there was a significant anemia. The patient was treated with 7 prbcs and antibiotics for the suspected 'liver abscessed with cholangitis' detected from imaging. Following treatment, the patient's general condition was improved; however, inflammatory markers remained elevated. The antibiotic treatment regimen was modified but lab data showed little change in the inflammatory markers. The patient was referred for a second ercp on (B)(6) 2010. The investigator's reported device causality assessment was reported to be "unrelated." On (B)(6) 2010, the patient was seen for an unscheduled follow-up visit due to elevated liver enzymes and a repeat ercp procedure was performed. The ercp revealed several dilations of the intrahepatic bile ducts proximal to the study stent as well as several stenoses. Considerable amounts of sludge and pus were removed using a retrieval basket. A 7 french nasobiliary drainage catheter was inserted to collect bile for culture. The culture showed growth of e. Faecium (vre), citrobacter freundii, and stenotrophomonas maltophilia. The investigator's reported device causality assessment was reported to be "unrelated." During the procedure, the stent was noted to have migrated proximally. The stent was removed at this time as it was initially suspected of blocking duct branches. Following the procedure, the subject was transferred to the speciality department in a stable cardio-respiratory status. On (B)(6) 2010, the patient began to show signs and symptoms of sepsis with renal failure, septic shock, and septic encephalopathy despite the targeted antimicrobacterial therapy. The patient was transferred to the critical care unit. Upon admission into the critical care unit, the patient developed five-organ failure. Due to satisfactory nasobiliary drainage and the patient's poor condition, no further ercp procedure was performed. The patient underwent vasopressor therapy, renal replacement therapy, and assisted ventilation; however, the patient was unable to be stabilized. On (B)(6) 2010, the patient passed away from multiple organ failure. Additional information received since june 2, 2011. The adjudication results for the event of severe cholangitis with an onset date of (B)(6) 2010 (with possibility of proximal migration and occlusion of intrahepatic ducts as suggested from the subsequent ercp performed on september 29, 2010) indicate that the event was related to the study stent. The adjudication results for the re-intervention performed on (B)(6) 2010 indicate that the re-intervention was related to the study stent. The adjudication results for the event of death on (B)(6) 2010 indicate that the event was not related to the study stent. The event occurred approximately four months following the study stent placement. Although an autopsy was not performed, the information available indicates that the cause of death was a combination of bile duct stenosis, liver failure from ischemia, septicemia, and multiple organ failure.

Manufacturer narrative:
(B)(4) - medical intervention required; cholangitis; elevated liver enzymes. (B)(4) - the reported issue of stent migrated. Study: (B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
.